Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pain tubal pregnancy") in a 38-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2013. The patient's past medical history included gravida and parity 3 (dates of live births: (B)(6) 1992, (B)(6) 1999, (B)(6) 2004). Concurrent conditions included obesity (bmi 31.72). On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2013, 7 years 7 months after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy( bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and weight increased outcome was unknown and the abdominal pain upper and pain in extremity had resolved. The reporter considered abdominal pain upper, ectopic pregnancy with contraceptive device, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: emergency surgery was performed to remove the baby from my right tube, however; the emergency staff removed the incorrect tube and had to go back in to remove the proper tube. I now have no tubes as result of the essure, I wish I'd never had the procedure for the essure completed. I will never be able to have kids again. I had a tubal pregnancy that required emergency surgery as I was in severe pain. Insertion and removal date discrepancy- ??-(B)(6) 2011 00:00 and (B)(6) 2013 00:00 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2013: surgical pathology report final pathologic diagnosis: a. Segment of fallopian tube, labeled right. B. Segment of fallopian tube, labeled left. C. Ectopic products of conception showing chorionic villi and clots, evacuated from right tube fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: obesity, gravida 3, parity 3. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated, indication female sterilization. Events: weight increased, abdominal pain upper, pain in extremity were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pain tubal pregnancy") in a 38-year-old female patient who had essure (ess205) (batch no. 508104) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2013. The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 1992, (B)(6) 1999, (B)(6) 2004) and anhydramnios. On (B)(6) 2013: surgical pathology report final pathologic diagnosis: a. Segment of fallopian tube, labeled right. B. Segment of fallopian tube, labeled left. C. Ectopic products of conception showing chorionic villi and clots, evacuated from right tube fimbriated end. Concurrent conditions included obesity (bmi 31.72) and tobacco use disorder. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 7 years 7 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy( bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and weight increased outcome was unknown and the abdominal pain upper and pain in extremity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain upper, ectopic pregnancy with contraceptive device, pain in extremity, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: emergency surgery was performed to remove the baby from my right tube, however; the emergency staff removed the incorrect tube and had to go back in to remove the proper tube. I now have no tubes as result of the essure, I wish I'd never had the procedure for the essure completed. I will never be able to have kids again. I had a tubal pregnancy that required emergency surgery as I was in severe pain. Insertion and removal date discrepancy- (B)(6) 2011 00:00 and (B)(6) 2013 00:00 bilateral ostia visualized, right ostia with 2 trailing coils following procedure. The left ostia was 13 spiraling coils after procedure following procedure approximately 2 trailing coils were seen in the endometrial cavity. Following retraction of the essure apparatus, 13 trailing coils were seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: obesity, gravida 3, parity 3. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Lot number added. Historical and concomitant condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pain tubal pregnancy") in a 38-year-old female patient who had essure (ess205) (batch no. 508104) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2013. The patient's medical history included multigravida, parity 3 (dates of live births: (B)(6) 1992, (B)(6) 1999, (B)(6) 2004) and anhydramnios. On (B)(6) 2013: surgical pathology report final pathologic diagnosis: a. Segment of fallopian tube, labeled right. B. Segment of fallopian tube, labeled left. C. Ectopic products of conception showing chorionic villi and clots, evacuated from right tube fimbriated end. Concurrent conditions included obesity (bmi (B)(6) ) and tobacco use disorder. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 7 years 7 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy( bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and weight increased outcome was unknown and the abdominal pain upper and pain in extremity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain upper, ectopic pregnancy with contraceptive device, pain in extremity, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: emergency surgery was performed to remove the baby from my right tube, however; the emergency staff removed the incorrect tube and had to go back in to remove the proper tube. I now have no tubes as result of the essure, I wish I'd never had the procedure for the essure completed. I will never be able to have kids again. I had a tubal pregnancy that required emergency surgery as I was in severe pain. Insertion and removal date discrepancy- (B)(6) 2011 00:00 and (B)(6) 2013 00:00 bilateral ostia visualized, right ostia with 2 trailing coils following procedure. The left ostia was 13 spiraling coils after procedure following procedure approximately 2 trailing coils were seen in the endometrial cavity. Following retraction of the essure apparatus, 13 trailing coils were seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: obesity, gravida 3, parity 3. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.